Event description:
This is a report by a baxter employed health professional from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 1.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 1.5% ultrabag therapy (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. Per the reporter, on an unreported date, the patient had a break in aseptic technique, described as patient made mistake (details not provided). On (B)(6) 2013, the patient experienced peritonitis and was hospitalized for the peritonitis on the same day. The reporter stated the cause of the peritonitis was the break in aseptic technique. The patient was treated with injection vancomycin (1g, ip) and injection amikacin (100mg, ip), frequencies not reported, for the peritonitis. Concomitant therapy was not reported. At the time of this report, the patient was recovering from the peritonitis. It was not reported whether the patient was re-trained in proper aseptic procedure. Per the reporter, the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the health professional reported a break in aseptic technique described as patient made mistake. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.